Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: saw device, lid device, (B)(4) 2020. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the housing of the recon sagittal saw device was deformed/bent, and the thread saw blade coupling had a component damage. It was further determined that the device had a worn bearing, insufficient/low power, leak tightness test failure, component damage and an unintended activation/motion. It was further determined that the device failed pretest for leakage test using bubble emission technique, check coupling screw of saw blade coupling, check the saw blade coupling, check the rotating mechanism of the saw head, check roundness of housing, check fitting of the lid, check for wear on housing, check function of device, check for unintended motion and check oscillation frequency with frequency meter. It was noted in the service order that the during a standard check, it was reported by the biomedical technician that the saw device could not be screwed on the device and the lid device could not be closed properly. It was further reported that issue occurred twice on the same day during the same event. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.